Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was unknown. The customer explained that the alarm occurred when changing the set and that the plunger in the reservoir would not push once connected to the tubing. While troubleshooting, the customer was able to successfully run the manual prime without the device alarming no delivery. The customer was advised that the insulin pump was working and that there may have been a connection issue. The customer was advised that a replacement reservoir and infusion set would be sent. The customer did not return the product for analysis.